Event description:
A dreamstation 2 advanced auto CPAP was returned to the product investigation lab (pil) with allegations of service required message. During the evaluation of the device, the device was visually inspected and the pil was able to confirm the complaint of a service required message on the display, but not address the symptoms specified. A dust-like contaminant was observed on the ui display bezel, top enclosure, center enclosure, iso port, inlet/outlet seal, inside the inlet of the blower box, blower, blower box, heater plate, heater plate spring, and bottom enclosure. What appeared to be dried liquid spots with potential mineral deposits were observed on the ui display bezel, top enclosure, iso port, pca, blower, blower box, heater plate, heater plate spring, and bottom enclosure. The ui ribbon cable was observed to have possible burn marks on it likely due to a thermal event of the pca. Hair-like particles were observed on the bottom enclosure. The device will be returned to customer.